Manufacturer narrative:
It was reported that the end user was using the rollator and the right rear leg broke. He was carrying a glass when he fell. He suffered a laceration to his arm that required 12 sutures. A sample has not been returned for evaluation. A photo provided showed a chip on the right side of the break which indicates a possible impact. We have no information to indicate a manufacturing defect caused or contributed to the incident. The overall care and condition of the rollator is unknown. Without a sample a root cause has not been determined.

Event description:
It was reported that the end user was using the rollator and the right rear leg broke. He was carrying a glass when he fell. He suffered a laceration to his arm that required 12 sutures.